Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 29mm commander delivery system (ds) was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3 in the pulmonic position and the procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inflation difficulty and/or incomplete inflation and difficulty or inability to cross native annulus were confirmed empirically by a review of the provided medical records. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "the valve was then advanced with great difficulty. The lunderquist wire migrated from its distal position but with significant manipulation the valve was able to be positioned within the stent. The valve was deployed at nominal pressure, requiring more time than usual to deploy due to difficulty with balloon inflation presumed from tortuosity of the delivery sheath." Procedural factors such as loss of guidewire placement can contribute to the reported event by presenting challenging pathways and constricting the passageway for the delivery system, leading to the reported difficulty crossing the native annulus. Additionally, it is possible that excessive manipulation used to overcome this resistance caused the reported loss of guidewire placement, further contributing to the difficulty crossing when attempting to advance the delivery system to the target location without the guidance of the guidewire. Furthermore, lack of guidewire placement and tortuous anatomy may have constrained the inflation pathway of the delivery system, resulting in the reported inflation difficulty. In this case, available information suggests that patient (tortuosity) and/or procedural factors (excessive manipulation, loss of guidewire placement) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Event description:
It was reported that approximately 3 months and 2 days post-implantation of a 29mm sapien 3 valve in the pulmonic position, the patient had a planned "staged procedure", part 1 followed by part 2 to treat the patient's congenital pulmonary heart disease. Part 1 included: tpvr with #29 sapien 3 valve in the left pulmonary artery position, followed by a right pulmonary artery stenting using a overlying p4010 palmaz and 36mm ev3 stents on a 30 mm bib. Part 2 staged completion procedure included: tpvr right pulmonary artery (region of prior stenting) with a #29 s3 valve tpvr, post-dilated with a 28 mm true balloon. Per the medical record review, it was noted within the part 2 procedure record that the valve was advanced with great difficulty. The lunderquist wire migrated from its distal position but with significant manipulation, the valve was able to be positioned within the stent. The valve was deployed at nominal pressure, requiring more time than usual to deploy due to difficulty with balloon inflation presumed from the tortuosity of the delivery sheath. The transthoracic echocardiogram (tte) post operative day 1 indicated there was no regurgitation noted in the right pulmonary artery (rpa) s3, peak/mean gradients were 11/5mmhg respectively. The patient tolerated the procedure well and was extubated prior to transfer to recovery. .